Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. During the investigation, visual inspection of returned material revealed damage to right angle ext. Showing frayed wire. No other discrepancies or discernible damage to the returned power supply or power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Customer reported that the pes had a frayed power connector cord ¿ confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.